Event description:
It was reported that during a laparoscopic cholecystectomy, several clips came out at a once. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Fractured-cracked ramp pre analysis the analysis results found that the el5ml device was received with the jaw ramp broken. This condition would not allow the jaws to collapse in order to form the clips and therefore, the remaining clips were ejected. Finally, the device locked out as intended but the orange indicator was found under traveled; please note this finding is unrelated to the reported complain. The damage at jaw ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning process.